Manufacturer narrative:
It is unknown when the plate broke. This report is for an unknown foot plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a planned procedure to remove implants from the hallux on (B)(6) 2018, the screw head broke off intraoperatively. A plate is also broken; however, it is unknown when this breakage occurred. Surgery was completed successfully with a delay of a few minutes. No patient outcome was reported. This report is for an unknown foot plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the provided picture it is perceptible that one portion of the plate is either cut off or broken off and on the visible end of the plate it looks like one portion of the plate end is missing. Due to the poor quality of the picture and without having the part no exact statement can be given. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.